Manufacturer narrative:
Retrieved implant analyzed on 2nd june 2015 by the r&d director: from the analysis of the explanted components, we can observe an abnormal wear on the side of the pe cam. This wear is not consequence of some contact between the femoral component and the liner. This wear could be explained by a repeated contact between the ps cam and the femoral bone or eventually some cement residual. The malrotation between the tibia and the femur could have caused this impingement. The tibial loosening has been most probably caused by an abnormal stress on the ps cam.

Manufacturer narrative:
On 25 june 2015 it was prepared a final report with the information collected during the investigation, already reported in the initial report and follow up. On 26 june 2015, the report was sent to the initial reporter and the case was closed.

Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on (B)(6) 2015: lot 132755: 40 stems produced and released on (B)(6)2013. No anomalies found related to the problem. To date, (B)(4) tibias of the lot have been sold without any similar issue. On (B)(6) 2015, the medical affairs director made the following analysis: the tibial component appears to be malpositioned. I cannot determine if this is a consequence of a subsequent mobilization or the tibial component was implanted in poor alignment. This malpositioning or loosening has most probably led to the abnormal damage of the insert, to pain felt by the pt and required revision. The femoral component appeared correctly oriented, although I am not sure that the femur was not damaged (possibly during implantation), but this is probably irrelevant for the outcome. I could not determine from the x-rays if the tibial cut, guided by myknee system, had been carried out according to plan or not, because of the presence of implant in the x-ray. It must also be observed that on the retrieved component picture received, there is basically no trace of cement on the undersurface of the baseplate. Further investigation in attachment 1.